Manufacturer narrative:
On 11/20/2017, bwi received additional information regarding this event. The event occurred prior to the use of bwi products. Patient did not require extended hospitalization as a result of the adverse event. There is no generator or pump information. There is no information regarding generator parameters or settings, as no ablation was taking place. Saline was used for irrigation during the procedure. There were no errors or product issues reported on any bwi equipment. There were no issues related to temperature or flow with the catheter. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified pentaray catheter. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a therocool smart touch unidirectional catheter and suffered a thrombosis. After transseptal puncture, a thrombus formed on the tip of the transseptal access sheath. A few minutes later, the thrombus detached and the patient emerged from general anesthesia. No interventions were reported. Patient remained asymptomatic throughout the procedure and during the immediate post-procedure period. It was noted that the thrombus was not caused by bwi products, but formed on the guiding sheath. It was also noted that anticoagulant (heparinized solution) was used during the procedure, per the instructions for use (IFU). Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available.